Event description:
Per sales rep during an interventional procedure, a piece of the hypotube sheared off. The physician was able to retrieve it. The stent was delivered okay, however there was a filling defect to the stent that was treated. The 70% de novo lesion was calcified. The stent was deployed by direct stenting. The piece that came off was retrieved and was from the distal plastic portion at the transition from metal to plastic near the wire port. An additional cypher stent was placed with excellent results. Post dilitation was successful with a 2.5x15mm durastar @ 20 atms. Residual diameter stenosis was 0%.

Manufacturer narrative:
Please note this device is available for testing and evaluation. However, it has not been received as of this writing. Additional info regarding the procedure is also pending and all will be submitted within 30 mins upon receipt.